Event description:
Novasure device was being used for hysteroscopic endometrial ablation by doctor. The physician encountered difficulty in removing the device from vagina when procedure was completed. White portion of shaft on the device had "buckled" and device felt stuck to the doctor. The second doctor came over from another or and assisted in removal of the novasure device.